Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set into insufficient subcutaneous tissue on (B)(6) 2026. The patient also experienced high blood glucose which had been high for three to four hours and was treated with insulin pen. The infusion set was in use for one day.